Event description:
The pt presented in 11/2005 experiencing increased pian. Xray was attempted, but they were unable to do the dye test secondary to the tubing being loose from the pump. The pump was explanted and replaced. The pt is reported to have recovered without sequela.